Event description:
Healthcare provider reported a left side capsular contracture baker grade IV and rupture. Healthcare provider provided MRI and clinical exam which noted "normal breast parenchyma, breast implant, and axillary lymphadenopathy. Axillary ultrasound interrogation revealed ¿snowstorm¿ images, which is a typical appearance for silicone lymphadenopathy. The report indicated that this was compatible with the patient¿s history of prior implant rupture. Patient is essentially asymptomatic from the lymphadenopathy. Patient thought that it was related to a cold that they might have been having (not device related). There is no complaint of definite persistent tenderness in axilla. Patient does complain of tight and high riding implant. They are uncomfortable and deforming. Patient has baker grade IV capsular contracture with tenderness and deformity. There is no definite lymphadenopathy. There is no distinct tenderness in the axilla. There is no parenchymal nodule. Patient capsules do not have nodules. Ultrasound resulted with evidence of silicone within patients enlarged lymph nodes indicating likely prior implant rupture. Mammogram was negative for evidence of malignancy. The patient¿s lymph nodes demonstrate a benign appearance and are enlarged because of silicone." Healthcare provide additionally provided the operative report which noted "patient has grade IV capsular contractures with distortion and discomfort. The implant removed had leaked. There was extensive gel bleed within the pocket and disrupted shell, which may have been present before the capsulotomy or may have been a component with capsulotomy, it was difficult to ascertain, but there was clearly a ruptured implant within the pocket. The capsule was sent to pathology." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture, lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, "right axillary lymphadenopathy", "axillary ultrasound interrogation revealed "snowstorm" images, which is a typical appearance for silicone lymphadenopathy, evidence of silicone within patients enlarged lymph nodes.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. And missing piece of shell assessed as inconclusive. ¿ other - medical: unable to observe since it is not related to the device. ¿ migration: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure, crease/wear abrasion stress mark were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a left side capsular contracture baker grade IV and rupture. Healthcare provider provided MRI and clinical exam which noted "normal breast parenchyma, breast implant, and axillary lymphadenopathy. Axillary ultrasound interrogation revealed ¿snowstorm¿ images, which is a typical appearance for silicone lymphadenopathy. The report indicated that this was compatible with the patient¿s history of prior implant rupture. Patient is essentially asymptomatic from the lymphadenopathy. Patient thought that it was related to a cold that they might have been having (not device related). There is no complaint of definite persistent tenderness in axilla. Patient does complain of tight and high riding implant. They are uncomfortable and deforming. Patient has baker grade IV capsular contracture with tenderness and deformity. There is no definite lymphadenopathy. There is no distinct tenderness in the axilla. There is no parenchymal nodule. Patient capsules do not have nodules. Ultrasound resulted with evidence of silicone within patients enlarged lymph nodes indicating likely prior implant rupture. Mammogram was negative for evidence of malignancy. The patient¿s lymph nodes demonstrate a benign appearance and are enlarged because of silicone." Healthcare provide additionally provided the operative report which noted "patient has grade IV capsular contractures with distortion and discomfort. The implant removed had leaked. There was extensive gel bleed within the pocket and disrupted shell, which may have been present before the capsulotomy or may have been a component with capsulotomy, it was difficult to ascertain, but there was clearly a ruptured implant within the pocket. The capsule was sent to pathology." The device has been explanted.